Manufacturer narrative:
Since no patient ID is available, the gore event number was used as the patient identifier. The patient age and patient gender reflects the mean age and gender stated in the article. The date of online publication was used as the event date. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following publication was reviewed: ¿long-term results of the heparin-bonded viabahn stent graft in femoropopliteal tasc c and d lesions with a covered stent length of minimum 25 cm¿ (c. Uhl et. Al, vacular, published online 27-mar-2019). The article analyzed the outcome of 62 patients that presented with femoropopliteal tasc c or d lesions that were treated with gore viabahn® endoprostheses with a minimum length of 25cm between july 2010 and march 2018. It was also stated that in 37 cases, one stent graft was used, and in the other 23 cases more than one stent graft was necessary. The used stent diameter was between 5 mm and 8 mm. The article includes the following case: for one patient an early occlusion occurred (<30days) in which the patient was treated with a femoropopliteal bypass.